Event description:
It was reported that the catheter fell out of the patient on the day after the placement.

Manufacturer narrative:
The reported event was unconfirmed as the problem could not be reproduced. Visual inspection noted one temperature sensing catheter was received without the original packaging. No obvious defects were noted. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 60:40. This met specification as concentricity should not exceed 70:30. The balloon rested for 30 minutes without leak and passively deflated without issue or cuffing, returning 10ml of solution. Drainage lumen was flushed, and no leaks were observed. This met specifications, due to balloon fill being complete with no holes or tears. This met specifications due to no holes or damage being found on the shaft during testing. Active length of the catheter balloon was measured (0.7735") and found to be within specification (0.60" - 0.90"). The product was used for treatment purposes. It was determined that the product had no relationship to the event due to the investigation being unconfirmed through sample evaluation. The product met specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event was unconfirmed a labeling review was not required. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter fell out of the patient on the day after the placement.